Event description:
A malfunction was reported on the customer's pump, and there were no notable events prior to the malfunction. There was no reported adverse impact to the customer. The customer reported resetting the pump three times before contacting technical support. The pump was replaced to resolve the issue, and the customer will use a backup insulin pump for insulin therapy until the replacement arrives.